Event description:
It was reported that during the implant procedure, the lead helix would not retract in order to allow the physician to reposition the lead. Manual traction was applied and the helix separated from the lead body remaining affixed to the patient's right atrial appendage. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix was fractured. The distal and proximal conductors were stretched. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). The helix was blocked by a guide tooth. The lead was stretched. Visual analysis noted that the lead was damaged at implant and returned with the helix fractured. A portion of the helix remains attached, the remainder was note returned. The helix was fractured as a result of tensile force applied at implant. The remaining portion of the helix is severely stretched.